Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torque of the inner coil.

Event description:
It was reported that the patient presented for a procedure requiring repositioning of the right ventricular (rv) leads for an unknown reason. During the procedure, it was noted that the helix of both rv leads did not extend after retraction. As a result, both rv leads were explanted and replaced. The patient remained stable throughout the procedure.